Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the right atrial (ra) lead exhibited high pacing impedance. The physician decided to reposition the lead. While removing the ra lead, the helix was difficult to retract. The lead was eventually removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing impedance and helix mechanism issue. Final analysis found a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be fully extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The cause of helix mechanism was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.